Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump alarmed for a reset error after a battery change due to leaky voltage on the interface board. No other error alarms were noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during visual inspection.

Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is 307 mg/dl. Trouble shooting was conducted. Device is being returned. No further info available.